Manufacturer narrative:
Voluntary medwatch report received: mw5159899.

Event description:
A voluntary medwatch report states that the left ventricular lead was explanted due to infection. There were no patient consequences.